Event description:
It was reported that a backup battery with a yellow wrench occurred right after the exchange. New backup battery was ordered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.